Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if a device malfunction or defect occurred that would have caused or contributed to the customer's dka. No conclusion can be drawn. Omnipod's user guide advises customers to avoid dka by "checking your blood glucose at least 4 to 6 times a day." We were not provided with any blood glucose history information for this patient and are therefore unable to make an assessment to determine what led up to the hospitalization. In evaluating the method, evaluation code 86 is sited above because the lot was found to have met all acceptance criteria.

Event description:
(B)(6), an rn from (B)(6) medical center in (B)(6) called on behalf of the patient to explain that "they believe the pdm put the patient into dka." No blood glucose history was provided. Insulet's customer care spoke with the diabetes trainer and confirmed that we would replace the pdm with a pdm 200 upgrade. The product will be returned for investigation.